Event description:
It was reported that hair was found inside the cassette while filling the cassette with medication. The event occurred during priming and there was no patient involved.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) sample was returned for analysis. Photos were attached to the complaint; a hair was visible in the images. One (1) cassette (p/n 21-7302-24, lot #4434765) was received. The unit was unused, decontaminated, in original packaging, and sealed in a plastic bag. Visual inspection found at a distance of 12"¿16" under normal lighting conditions. No damage, scuffs, pinch marks, cracks, crazing, cuts, particles, or hair were observed on the sample. Based on the sample, the failure mode "particulate matter internal to device" was confirmed.